Event description:
Complaint was reported, customer alleged that the hose burst on the amalgatome sd in the burn or. This occurred when the user (dr. (B)(6)) was changing the four-inch head assembly to the two inch head assembly. The surgical technician in the room allegedly was injured. Surgical technician confirmed that a superficial abrasion and a sprained knee was sustained. The knee injury was allegedly caused by the technician being startled with the loud noise and stepping back on a wet floor and spraining his knee requiring a visit to the ER and further physical therapy. There was no injury to the patient reported. There was no delay in procedure reported. The amalgatome sd (sdsystem024-eval) was returned on 03/12/2018 (including x101004-hose/sn#:(B)(4)). Initial evaluation of the unit confirmed that the device was to specification. Investigation is ongoing as root cause has not been determined at this time. Initially reported that the device was used at 100 psi as recommended by OEM. Subsequently it was reported that the device may have been used at a higher psi (150-170).